Manufacturer narrative:
Internal cross reference: complaint (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported a ring artifact in head image data. Based on further investigation and evaluation of the system by a philips field service engineer (fse), it was determined that there wasn¿t a crack in the compensator as originally reported. The cause of the artifact was caused by a loose compensator. The fse reseated the compensator and tested the system prior to returning it to service. There was no harm to a patient and no report of misrepresentation and/or mistreatment as a result of this reported issue. The system is in clinical use. This issue was determined not to be a reportable event.